Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Investigation is still pending, a follow up MDR report will be submitted to include the investigation conclusions.

Event description:
This file is being reported based on the FDA MDR malfunction reporting precedence for this device family for the issue of ¿deployment issue resulting in the stent removed while partially exposed¿. The stent did not open, expand during implantation.

Manufacturer narrative:
This specific evolution device is currently not registered for sale in the us. However, this device is considered 'similar' to other metal biliary stents/sets (evolution) devices currently marketed in the us, the 510(k) number provided is of the device considered to be similar. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining (B)(4). Importer site establishment registration number: (B)(4). The evo-10-11-8-bdevice of lot number c1420766 was returned to cook ireland on 25 sept 2018 and was evaluated in the lab on 26 sept 2018. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Lab evaluation: upon evaluation of the returned device, a break was seen at zip port joint between proximal and distal flexor. The specific location of the defect on the device was at the zip port joint. The method by which the defect was determined was visual detection. Root cause: a possible cause for the difficulties encountered may be due to tortuous anatomy. This may have led to outer catheter assembly not sufficient to withstand these forces during use, leading to a break at the zip port joint between the proximal and distal flexor. The customer complaint is confirmed based on customer testimony as clinical use could not be replicated within the lab. Document review: a review of the manufacturing records for evo-fc-10-11-8-b of lot number c1420766 revealed no discrepancies that could have contributed to this complaint issue. Prior to distribution all evo-fc-10-11-8-b devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. IFU review: as per the instructions for use, ifu0056-5, notes section the user is instructed of the following: ¿visually inspect with particular attention to kinks, bends and breaks. If any abnormality is detected that would prohibit proper working condition, do not use". There is no evidence that the customer did not follow the instructions for use. Summary: the customer complaint is confirmed based on customer testimony as clinical use could not be replicated within the lab. From the information provided, there have been no reported adverse effects to the patient as a result of this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
This file is being reported based on the FDA MDR malfunction reporting precedence for this device family for the issue of ¿deployment issue resulting in the stent removed while partially exposed¿. The stent did not open, expand during implantation.